Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. (B)(4) was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Event description:
According to the available information, the implant was removed and replaced due to infection.

Manufacturer narrative:
Titan pump, two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Nc-004170 was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.

Event description:
According to the available information, the implant was removed and replaced due to infection.